Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies. A manufacturing and/or product investigation could not be performed as no product was received.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The product was returned, the investigation is ongoing.

Event description:
On (B)(6) 2013 during an occiput to c4 fusion procedure, the drill bit that goes to the oc drill fusion guide seized up and would not operate. The drill bit was frozen into the drill guide. The procedure was prolonged 10 minutes because of this incident. The surgeon had to utilize a 3.2 drill guide and drill bit from the synapse system to complete the procedure.

Manufacturer narrative:
Device used for treatment, not diagnosis. Drill bit was received jammed inside the drill guide. Drill bit can be rotated, but not removed. Because of the jammed drill inside of the guide the bore diameter which is relevant for this complaint cannot be checked anymore to post-manufacturing dimensions. This complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Product development event evaluation details, the drill bit was received seized in the drill guide. During evaluation the parts were separated by slightly turning the drill bit and pulling it out of the guide. There was scratching and burrs discovered on both the drill bit and drill guide where the parts interface. The drill bit and the drill guide can be found in the oc fusion system (technique guide). The drill bit is used in conjunction with the drill guide to drill the pilot hole for the occipital screws. Product drawings were reviewed; the materials are adequate for the devices intended use. It is possible that there was a burr which caused the parts to seize once the drill bit began to rotate. A tolerance analysis was performed involving the inner diameter of the stem of the drill guide and the outer diameter of the drill bit. The clearance at maximum material condition is 0.02mm. However, when incorporating the straightness allowance, there is a possible interference -0.38mm when both features are at their virtual conditions. As there is a possibility of interference when incorporating the straightness tolerance of the drill bit and drill guide stem, this complaint is deemed valid from a design perspective.